Event description:
A user facility telephoned level 1 that blood was noticed in the water reservoir of the hl 90 fluid warmer. The nurse observed this half-way during administering the second unit of blood.